Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was repositioned but that did not resolve the problem. In a separate surgery the lens was exchanged with a longer length and the problem was resolved. The cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software.